Manufacturer narrative:
One used sample was returned for testing. Testing revealed the flow rates for the returned sample were consistent with the flow rates recorded during testing of two retained samples from the involved lot number. All samples showed increasing flow rates with increasing numbers on the dial. The marks on the dial are not specific flow rates. The scale on the dial-a-flo is approximate ml/h. Per the instructions for use, infusion rates must be confirmed by counting drops.

Event description:
An unspecified number of undocumented incidents of patients receiving less IV fluid than intended while using dial-a-flo (daf) set. The nurse used the daf sets for infusion of "clear" IV solution such as "saline, hartmann's, and low dose potassium." The flow rates varied; however, no specific settings were provided. It was also reported that the nurse did not confirm the flow rate by drop counting as indicated in the instructions for use. When the nurse noted the patients were receiving less medication than intended, she either increased the flow rate on the daf, removed the daf from use and administered the fluid using an unspecified administration set without a daf, or used an infusion pump. There were no reported adverse patinet effects. No medical interventions were required. Though requested, no additional information was provided.